Manufacturer narrative:
H.6. Investigation: one picture sample was received for evaluation by our quality engineer team. Through examination of the provided picture, the tubing was observed damaged. Based on the conditions of the product in the picture, it is possible that excessive pressure during use resulted in the tubing damage. A device history record review was performed for the provided lot number and the review did not reveal any signs of non-conformance during the production process. The extension set is received from a supplier company. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported that bd q-syte¿ luer access site w/ standard bore extension set tubing was defective. This was discovered during use. The following information was provided by the initial reporter: we have at medical imaging a problem with the bd q-syte extension set at the level of the clamp. This reference can be found in a number of departments, but it is only from medical imaging that I get a complaint. Blistering occurs at the position where the clamp has been stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access site w/ standard bore extension set tubing was defective. This was discovered during use. The following information was provided by the initial reporter: we have at medical imaging a problem with the bd q-syte extension set at the level of the clamp. This reference can be found in a number of departments, but it is only from medical imaging that I get a complaint. Blistering occurs at the position where the clamp has been stuck.